Event description:
A vns lead was explanted on (B)(6) 2015 due to it accidently being cut during generator replacement surgery. Thus, the lead was returned to the manufacturer for analysis. Analysis of the explanted lead was completed. That a small portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. Analysis confirmed an opening of the silicon tubing, exposing conductive quadfilar coils. Fluid leaks were observed in the outer silicon tubing and abraded insulation was seen through the inner and outer silicon tubing. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.